Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, during a rotator cuff repair procedure, the osteoraptor suture anchor broke during implantation. All pieces were removed using tweezers and suction. The procedure was completed with a non-significant surgical delay using a smith and nephew back-up device in the originally dilled bone hole. No further complications were reported. The current health status of the patient is good.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with a fractured anchor and the suture string. The suture is through the suture window of the anchor. The anchor is fractured at the proximal end. All returned items have debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.